Event description:
The customer stated that two patient samples generated discrepant results for the architect troponin assay. One patient sample with a history of bacteremia and changes on the EKG generated a negative result for the architect troponin assay and was repeated (four hours later) negative (0.02 ng/ml) then positive (0.21ng/ml). The result at the remission site was negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Customer complaints received to-date were reviewed to determine if others have experienced this issue. The review of this data did identify an increase in complaint activity. As a result of this increase, a product evaluation was completed to evaluate the performance of the assay. An internal troponin-I panel was tested with reagent lot, 60460un11. The panel was within specification, which demonstrates that this assay can accurately detect a known concentration of troponin-I. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer. However; the customer was referred to the specimen collection and preparation for analysis section of the architect stat troponin-I package insert, which may be helpful in correcting and preventing future occurrences of discrepant results.